Event description:
When inserting a 10fr argyle replogle suction catheter, I met resistance and pulled the tube back out. The rounded fenestrated end of the tube appeared to be sheared off right where the holes would normally begin. I notified the medical team that there was a chance the remainder of the tube was broken off inside the patient. The medical team ordered an x-ray to see if we could locate the foreign body as the product is radio-opaque. We were unable to locate any sign of a foreign body so we assume the tube was defective from the manufacturer.